Event description:
It was reported that during an upgrade procedure from an implantable cardioverter defibrillator (ICD) to an cardiac resynchronization therapy defibrillator (crt-d), there was some sort of electromagnetic interference (emi) that was causing pacing impedance reading issues jumping from 0 ohms to greater than 2000 ohms. Once the new crt-d was hooked up they observed the impedance issues, and the physician thought it was a lead issue. Subsequently, the right ventricular (rv) lead was surgically capped and replaced which did not resolve the issue. The physician then decided to try another crt-d, however the impedance values still were not optimal. Due to the patient condition the case was time sensitive, and the patient was decompensating they ended the case without performing the av node ablation that was scheduled. The source of the emi during the procedure remains unknown, but thought might be the bovie or ablation equipment. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection of the device header and lead barrels noted no anomalies, and the setscrews move freely in both directions. Pin gauge testing designed to verify proper port dimensions was completed, and each port measured as expected. The is4 lead was fully inserted and tightened down, where the setscrew held the lead firmly in place. The device was then exposed to simulated heart load conditions, where the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Impedance testing was performed where all values were within normal limits, and no noise was able to be reproduced when lightly manipulated. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the report of out of range impedances. The 3191 codes is being used to denote prolonged procedure.

Event description:
This report is being filed with analysis details.